Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had intermittent power. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported intermittent power which was not reproduced. A review of the event history log did not identify any improper shutdown messages, however the returned ac power cord as found to be an unapproved type. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.